Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that the patient went to the hospital about three weeks after implant with severe vomiting and headache complaints. According to the report, the ventricular decrease (becoming smaller) could not be seen at the tomography, and the physician decided that the valve ¿did not work.¿ the cause of the device not working was not determined and it was stated that it was not occluded. Reportedly, the device was replaced with a new one and there was no injury.

Manufacturer narrative:
The returned valve was patent. It met the requirements for siphon, reflux, pressure-flow, preimplantation, and leak testing. There was proteinaceous debris was observed within the interior and exterior of the valve. The instructions for use that accompany the device caution that ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization, or other debris.¿ a review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.